Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a system controller exchange due to damage to the black power cable being cracked. Log files were submitted from the patient's system controller that was in use prior to an exchange, which did not show any unusual events.

Manufacturer narrative:
Section d4: device serial number was requested but was unable to be provided due to the serial number not being legible. Manufacturer¿s investigation conclusion: the reported events of a crack in the system controller¿s black power cable and damage to the system controller label were not confirmed. No visual inspection was performed as the system controller was not returned for analysis and no photos were submitted for review. Additional information provided communicated that the system controller was exchanged due to damage to the controller's black power cable. It was also stated that the system controller was discarded and would not be returned for analysis. The root cause of the reported events could not be conclusively determined through this analysis. The serial number of the heartmate ii system controller was not reported with the event. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including low voltage alarms, and the actions to take if the alarms do not resolve. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.